Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and she experiences high blood glucose. Customer treated the high blood glucose with an injection. The customer's blood glucose at the time of the event was 468mg/dl. Advised the customer the insulin pump will need to be replaced, to discontinue the use of the insulin pump and revert to back-up plan.